Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy procedure, on the resection of the colon tumor, there was poor staple formation, the radial recharge did not fire fully, the staple line was incomplete centrally and the tissue was revised and another recharge was used to complete the case. The surgical time was extended by thirty minutes or more due to the product problem and the event lead to or extended the patient¿s hospitalization for four days.